Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the stylus calibration of the programmer was disturbed. The stylus was noted to be out of calibration. The programmer was cleaned and checked. The stylus was then calibrated and found to be working appropriately. The programmer's software was updated. The programmer passed electrical safety test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus calibration of the programmer was disturbed. There was no patient involvement.